Event description:
A routine angioplasty was performed on a de novo rca. The lesion was predialted with a 3.0 x 15mm balloon to an inflation pressure of 8 atms. A 3.0 x 23mm cypher stent was deployed to 12 atms for 31-60 seconds with satisfactory results. A second stent a 3.0 x 28mm cypher was deployed to 12 atms for 31-60 seconds overlapping the initial cypher. The stent was post-dilated with a 3.0 x 15mm balloon to an inflation pressure of 18 atms. While the balloon was being inflated, a spiral dissection occurred at both ends of the overlapping cyphers. To treat the dissection a 2.5 x 23mm cypher was implanted at the distal edge of the implanted cypher in the distal rca. A 3.5 x 23mm cypher stent was deployed at 12 atms for 21-60 seconds at the proximal edge of the implanted cypher in the proximal rca. Ivus was conducted. Timi flow pre and post procedure was iii. Residual stenosis was reported to be 35.3%.